Event description:
During a conference, a company representative was approached by an implant surgeon who reported that a patient contracted post operative meningitis. No other details were made available at that time. The surgeon was instructed to contact the company with additional information once he returned to his office.